Event description:
Corneal deterioration [corneal disorder nos]. Vision deterioration [visual acuity reduced]. A pharmacist reported a case regarding the third of a group of ten patients who underwent cataract surgery in an ophthalmology dept. In 2001 the surgery was performed using healon gv (batch 5000669). At 5-day post surgery check, it was noticed that the patient had developed corneal deterioration, consisting of a deterioration in the patient's vision and in vision becoming misty. The outcome was unknown. The reporting pharmacist stated that the hospital had suspended all future cataract operations until the investigation will be complete. Further information is being sought. Case comment: there is a plausible temporal relationship between the administration of healonid gv (hyaluronate sodium) and the occurrence of the reported events. However, the function of viscoelastics, such as healonid gv, is to protect the corneal and ocular structure during surgery. Corneal deterioration and vision deterioration may occur postoperatively; the etiology may be a toxic corneal reaction or a mechanical trauma during surgery. The report does not provide details of the surgical procedure, the irrigation fluids and other medications used during surgery, and whether there were any complications during surgery that might have contributed to the reported events. In addition, the report lacks information on patient's demographic and clinical characteristics, medical history and concomitant medications. This information is needed for a proper assessment of the causality. Corneal deterioration and vision deterioration are events not listed in the core data sheet of healonid gv.

Event description:
Follow-up 1/30/2002. The following new info has been provided through a technical complaint investigation report: two reference syringes from the reported lot n were sent to the chemical dept for ph analysis. The result was found to be within specification limits. Later on, five unopened blisterpack syringes, returned from customer storage, were visually inspected and they did not exhibit any cloudy solution or mfg defects. The syringes were sent to the chemical dep and analyzed for: appearance, identification, zero share viscosity, ph, mass average, relative molecula mass, assay for sodim hyaluronate. The results were found to be within the specification requirements/limits. An analysis was also performed on osmolality. The result was found to be within the limits of what is physiologically accepted by the eye. The visual inspection of reference samples exhibited to cloudy solution or mfg defect .the batch documentation was reviewed and no significant deviation was found. No earlier complaint had been reported in the past on the batch under eval. In conclusion, no deviaiton was found in the investigation that could explaint the reason for this complaint. 1/30/2002 additional info does not warrant a change in the case comment. Submission of a report does not constitute an admisssion that the medical personnle, user facility, distributor, MFR, or product caused or contributed to the event.